Manufacturer narrative:
The consumer stated they received a positive test result using binaxnow and quickvue, and a negative inteliswab result a couple days later. The consumer did not state how long they waited between performing the inteliswab test and the other brand name tests. The consumer did not state if a pcr test was performed. The consumer did not provide contact information for a follow up. No additional follow up is to be expected with this complaint, and the incident will be closed internally.

Event description:
The consumer called oti consumer support and indicated they received a false negative result using their inteliswab test kit. The consumer stated that they had symptoms and tested positive with binaxnow and quickvue. The consumer then tested again a couple days later and got a negative result with inteliswab. The consumer did not stated if a pcr test was taken to confirm the false negative result.

Event description:
The consumer called oti consumer support and indicated they received a false negative result using their inteliswab test kit. The consumer stated that they had symptoms and tested positive with binaxnow and quickvue. The consumer then tested again a couple days later and got a negative result with inteliswab. The consumer did not stated if a pcr test was taken to confirm the false negative result.